Event description:
(B)(4). Bloating, cramping, heavier periods, severe pain at implantation site, cysts, fatigue, mental fog, anemic, severe abdominal pain, debilitating headaches, nausea, allergic response to nickel, weight gain, night sweats, joint pain, etc.